Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive of the bending section cover (a-rubber) is chipped. Based on the results of the investigation, the root cause of the reported malfunctions suggests probable causes such as damage of parts due to some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngofiberscope exhibited that the adhesive of the bending section cover (a-rubber) is chipped. There were no reports of patient involvement.